Event description:
It was reported that the flow deviation is more than 15%. This was noticed because the customer used their own external blood flowmeter during the cardiac treatment. (B)(4). (B)(6).

Manufacturer narrative:
The device in question has arrived at maquet (B)(4) but the investigation is still pending. A supplemental-medwatch will be submitted when additional info becomes available.

Manufacturer narrative:
The device was returned to maquet in (B)(4) for investigation. The reported problem with the flow deviation could be confirmed. The electronical boards need to be replaced. The device will be repaired and returned to the customer. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
(B)(4).